Manufacturer narrative:
H.6. Investigation: two photos and eleven strips of 5 safetyglide needles were received, split amongst a plastic bag and an opened shelf carton. They were confirmed to be from batch #9316337 (p/n 305900). The samples were visually evaluated. The reported defect was not observed in the returned samples. The photos, however, depicted a single sealed package from the same batch. The needle inside the package had no shield with the cannula having punctured and sticking out of the bottom web. Potential root cause for the missing shield defect is associated with defective product from supplier and the failure to reject potentially defective pieces during the packaging process. Recent work had been done with the vendor to improve incoming product quality. In addition, on the line in-process improvements have been implemented to detect and reject defective product to reduce the chance of needles with missing shield being packaged. Completed: jan 2020. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle sftygld 22x1-1/2 rb was missing the needle cap and sterility was compromised prior to use. The following information was provided by the initial reporter: verbatim: it was reported that the nurse went to use this needle when she noticed part of the needle was sticking out of the packaging. It appears during the assemble process a cap was not put on the needle. No one was stuck or injured by the needle. The attached pictures of an needle we received. I was told the nurse went to use this needle when she noticed part of the needle was sticking out of the packaging. It appears during the assemble process a cap was not put on the needle. No one was stuck or injured by the needle. I just want to make sure the team is aware in case other departments have found a similar problem and are aware of this incident. I will save the needle is a safe and secure place. Please let me know if any other documentation or reporting needs to be done by our unit regarding this matter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle sftygld 22x1-1/2 rb was missing the needle cap and sterility was compromised prior to use. The following information was provided by the initial reporter: verbatim: it was reported that the nurse went to use this needle when she noticed part of the needle was sticking out of the packaging. It appears during the assemble process a cap was not put on the needle. No one was stuck or injured by the needle. The attached pictures of an needle we received. I was told the nurse went to use this needle when she noticed part of the needle was sticking out of the packaging. It appears during the assemble process a cap was not put on the needle. No one was stuck or injured by the needle. I just want to make sure the team is aware in case other departments have found a similar problem and are aware of this incident. I will save the needle is a safe and secure place. Please let me know if any other documentation or reporting needs to be done by our unit regarding this matter.